Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the turn on button was broken and the bottom (left side) of the processor where we connect video connector, air inlet, and light guide prong of the subject device were broken. The event occurred during set up and inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4; d8; d9; h2; h3; h6 and h11 corrected fields: e1; e4 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope socket had loose connection causing intermittent use of high intensity mode. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.